Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, measuring 125 ohms. Technical services (ts) was consulted and recommended reprogramming options and to interrogate the device to clear the alert. This product remains in service. No adverse patient effects were reported.